Event description:
The customer contacted baxter's service center regarding a system error 2240 (air in line) which occurred on the home choice (hc) during use during drain 1. The technical service representative (tsr) had the home patient (hp) cycle the power to receive a system error 2367. The tsr advised the hp to cycle the power once again and to restart the setup with all new supplies. The hc was operational. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report. The patient was not connected at the time of the alarm. The patient line had separated from the transfer set. The supplies were not damaged by an outlet port clamp. Proper procedures were reviewed with the patient. There were no samples available.

Manufacturer narrative:
(B)(4). Per the customer the sample was discarded and the lot number was unknown, therefore no evaluation or batch review could be performed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). This complaint for a report of system error 2240 was confirmed. The root cause was undetermined. This issue is being investigated through CAPA.